Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm replaced the manifold drive assembly and completed pm. All calibration, functional and safety tests were performed per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) continually failed the drive manifold leak test. There was no patient involvement and no adverse event reported.